Event description:
It was reported that during a sigma procedure, the teflon pad was loose. A new instrument was taken and no further info is available. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.